Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2018 the user reported no more hearing sensation with the device. On this date also a mastoid and middle ear infection (otomastoidite) was diagnosed. The user was explanted on (B)(6) 2018.

Manufacturer narrative:
Based on the information received from the field the recipient was explanted due to a mastoid and middle ear infection. The infection started more than 3 years after implantation, given the otherwise extremely prolonged incubation period, the source of the infection was most likely a device unrelated medical condition. Furthermore in situ measurements show seven channels with hi impedance, which might be related to physiological changes in the cochlea due to the middle ear infection. In addition complete insertion of the electrode array could not be achieved at implantation; reportedly three channels were left out of cochlea. The device was explanted but has not been received for investigation yet.

Event description:
In (B)(6) the user presented with chronic cholesteatomatous otitis media associated with the failure of the implant. On this date also a mastoid and middle ear infection (otomastoidite) was diagnosed. The user was explanted on (B)(6) 2018.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The recipient was reported to suffer from chronic cholesteatomatous otitis media, which might have been a contributory factor for active electrode mobility. In addition three channels were left extra cochlea since initial implantation. Due to the observed mastoid and middle ear infection the user has currently not been re-implanted. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In (B)(6) 2018, the user presented with chronic cholesteatomatous otitis media associated with the failure of the implant resulting in no hearing sensation. On this date also a mastoid and middle ear infection (otomastoidite) was diagnosed. The user was explanted on (B)(6) 2018 due to middle ear infection.